Event description:
It was reported that the small battery drive device was not running. The event was not reported to have occurred during surgery. There were no reported delays in a surgical procedure. It was unknown if a spare device was available. There were no reports of injuries or medical intervention. The exact date of the event was unknown. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to failure of electrical and mechanical components due to usage wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate